Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted energy not being delivered. The cables at instrument and the electro surgical generator unit (esu) ends were adjusted, but the endowrist cable was found to be loose. The instrument was removed and replaced for back up instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.